Event description:
The complainant reported that during a coronarography procedure, air was injected into the patient's coronary due to a faulty connection between the syringe and the manifold. The patient's condition was reported as safe.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. According to the information provided from the customer the possible root cause may be attributed to either a defective luer on the syringe or defective female luers on the manifold. Since an evaluation of the suspect device is not possible a root cause could not be determined. A review of the sales numbers of this particular convenience kit and the lack of other complaints indicates this occurrence is an isolated event. Merit will continue to monitor for increasing trends. Conclusions: no conclusion can be drawn.